Event description:
It was reported that the patient presented for a device replacement surgery. During the procedure, the pacemaker entered back-up mode due to electrocautery. The pacemaker was explanted and replaced. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received from the field at backup operation. Visual inspection shows cautery mark on the can which triggered backup mode during the explant procedure. Electrical test performed indicated normal functionality with device voltage at elective replacement level. Further output evaluation found all parameter within normal range. Longevity assessment performed indicated normal battery depletion.